Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed. The device had no output due to a faulty dx board. The housing rear panel was found deformed during the evaluation. The device was serviced and returned to the user facility. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported no output from the sdi port during the installation of the video system center. No injury was reported. No additional information was obtained.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.